Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the malfunction identified during the device evaluation is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center for asset inspection with no reported complaint. However, during inspection of the device, the glue at around the distal end objective lens and light guide lens were found cracked. There was no patient involvement.